Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) had distorted signals on the front to back and side to side channels. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the green wire (+5v) was open in the trunk cable. The open wire caused distortion on the front to back and side to side channels. The root cause for the open wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.